Event description:
The customer reported getting a pads cable failure and pacer equipment malfunction.

Manufacturer narrative:
The customer reported getting a pads cable failure and pacer equipment malfunction. The device was evaluated at philips. The symptom was verified. The power pca was replaced to resolve the issue.